Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A scheduled ipg explant was reported to abbott. The surgery was performed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced as the device would no longer communicate with external devices, deeming it inoperable.